Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got one urinary tract infection approximately one month ago or 3 weeks ago from using the intermittent catheters. It was noted that the patient had been using the product for less than 90 days. It was unknown if the device contributed to the urinary tract infection and what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode identified is "biocompatibility issues" and a potential root cause for this failure mode could be ¿unsuitable material". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. If desired, apply water-soluble lubricant to catheter. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got one urinary tract infection approximately one month ago or 3 weeks ago from using the intermittent catheters. It was noted that the patient had been using the product for less than 90 days. It was unknown if the device contributed to the urinary tract infection and what medical intervention was provided for urinary tract infection.